Manufacturer narrative:
Conclusion code was updated.

Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc, product type: accessory. (B)(4). Analysis of stimulator serial number (B)(4) reveals connector module and connector parts were out of alignment and strain relief. Difficulty was encountered when attempting to insert a known good lead into the connector port. The bore of the strain relief insert appears angle and does not align with the opening in the number 0 connector. Setscrew was backed out too far.

Event description:
The representative report the lead would not advance into header. During stage 2, the lead would not advance into the header of the stimulator. The screw was repeated backed out and the lead would not go. They had to open another stimulator. The lead also had a hard time advancing, but it was able to be inserted all the way. The (healthcare provider) hcp had no further information. The patient was alive with no injury at time of report. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.